Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was explanted and replaced to address the issue.

Event description:
It was reported that, following a recent fall, the patient's lead was fractured. Diagnostics revealed high impedance in all contacts and x-ray imaging confirmed lead fracture. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.